Manufacturer narrative:
The biomedical engineer (bme) reported that the power adapter to the central nurse's station (cns) display failed. They are requesting procedural assistance to move patients from this display to another working display. Nihon kohden technical support (tech support) walked him through changing the screen composition on working display from 8 patients to 16 patients. They are monitoring 9 patients in ICU with tele packs. No missed alarms. He has no spare monitors that support 1920x1200 resolution. He requested part numbers for power adapter and elo touch screen. No patient harm was reported. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter model: zm-531pa sn: ni. Telemetry transmitter model: zm-531pa sn: ni. Telemetry transmitter model: zm-531pa sn: ni. Telemetry transmitter model: zm-531pa sn: ni.

Event description:
The biomedical engineer (bme) reported that the power adapter to the central nurse's station (cns) display failed. They are requesting procedural assistance to move patients from this display to another working display. Nihon kohden technical support (tech support) walked him through changing the screen composition on working display from 8 patients to 16 patients. They are monitoring 9 patients in ICU with tele packs. No missed alarms. He has no spare monitors that support 1920x1200 resolution. He requested part numbers for power adapter and elo touch screen. No patient harm was reported.